Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges during the procedures while inserting the guide wire through the sheath, the wire protruded from the sheath into the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation; a photo was provided and additional unopened samples from the same lot number were returned. Based on the image, the wire was observed exiting the sheath tube, confirming damage. Twenty sample units were also evaluated. During the evaluation, visual and tactile inspections were performed on the sheath tubing and holster area. No irregularities were observed in the returned units. A search of the complaint database was performed and no similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.